Event description:
Inadvertent administration [accidental exposure] increased post-operative intraocular pressure [intraocular pressure increased]. Case description: spontaneous report, pt 2. A physician reported a pt developed post-operative increased intraocular pressure following inadvertent use of healon gv. On 6/27/00, the physician inadvertently used healon gv instead of healon during a cataract extraction procedure. Following the surgery, pt developed increased intraocular pressure that required an eye wash out and topical ocular anti-hypertensive treatment. Pt recovered with a sequelae of thickening of the capsule around the lens. The reporting physician assessed the event as serious. The physician reported inadvertent administration of healon gv. The added viscosity was apparently not indicated in this pt. In certain circumstances, this can lead to evevated intraocular pressure which is a listed event for healon. This clinical event occurring in a reasonable time sequence to administration of the device could also be explained by concurrent disease including inadvertent use of the device.

Event description:
Inadvertent administration [accidental exposure] increased post-operative intraocular pressure [intraocular pressure increased]. Case description: spontaneous report, pt 2. A physician reported a pt developed post-operative increased intraocular pressure following inadvertent use of healon gv. On 6/27/00, the physician inadvertently used healon gv instead of healon during a cataract extraction procedure. Following the surgery, pt developed increased intraocular pressure that required an eye wash out and topical ocular anti-hypertensive treatment. Pt recovered with a sequelae of thickening of the capsule around the lens. The reporting physician assessed the event as serious. The physician reported inadvertent administration of healon gv. The added viscosity was apparently not indicated in this pt. In certain circumstances, this can lead to evevated intraocular pressure which is a listed event for healon. This clinical event occurring in a reasonable time sequence to administration of the device could also be explained by concurrent disease including inadvertent use of the device. Follow-up info was recieved from the physician on feb 2001. The physician reported that intractable glaucoma occurred 6 hours after surgery with healon gv lens. It was unresponsive to treatment with diamovox intravenously, beta-blockers or steriods. It was not possible to see the healon in the anterior chamber of the eye because of corneal edema and pain. The wash out was done 3 hours after the problem was identified which was the same evening as the surgery. The pt was unable to see "usefully" during this period. According to the surgeon this pt had no healon in the anterior chamber when the surgery was completed. Even though the wash out procedure included some 30mls of washout and care was taken to move 360 degrees some healon must have remained to cause the later unstable intraocular lens position. This pt was repositioned with good effect before pt was transferred to another facility for another surgery. Three months later this pt was found to have optic nerve capture. During this period, the pt was not in contact with the physician. The laser procedure for this pt was delayed 2 months because of other "morbidity" unrelated to their eye problem. This resulted in a very thick dense capsule forming and it required 2 sessions on 2 separate days to clear this. They continue to have a minor degree of optic capture superiorly.